Event description:
It has been reported to philips that the system was not able to expose images. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed after multiple restarts. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the system log files by fse indicated that there was an application error "rmt-ipu: frontal ippc failed to boot up¿. During troubleshooting fse checked image processing pc(ippc) cable connection which was good and measured the power supply of ippc which was good too. Then the fse measured ippc bios battery and found that its voltage was low. Fse replaced the bios(basic input output system) battery to resolve the issue. After replacement of bios battery, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.